Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = postal code: (B)(6) g4: PMA/510(k) number = k171764 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, the coating came off of a bentson straight fixed core wire guide. Reportedly, upon extraction of the wire, resistance was encountered and the user struggled to remove the wire. Upon removal, the user noted that the coating had come off the wire. The wire was not altered prior to use. It is unknown if any of the coating remained in the patient; however, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown procedure, the coating came off of a bentson straight fixed core wire guide. Reportedly, upon extraction of the wire, resistance was encountered, and the user struggled to remove the wire. Upon removal, the user noted that the coating had come off the wire. The wire was not altered prior to use. It is unknown if any of the coating remained in the patient; however, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The customer did not return the complaint device to cook for investigation. A document-based investigation evaluation was performed. A review of the DHR for the complaint lot and subsequent subassembly lots records no nonconformance's. A database search for complaints on the complaint lot found two additional complaints from the field for similar failure modes. Adequate inspection activities have been established. At this time, cook concluded that no nonconforming product from this lot exists in house or in the field. The product IFU warns, ¿avoid manipulating or withdrawing the wire back through a metal needle or cannula. A sharp edge may scrape or shear material from the wire guide.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded a component failure contributed to this event. It is unknown if the wire guide was manipulated or withdrawn through a metal needle or cannula. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.